Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. According to the treatment report and the information, the post operative check was performed 20 days after the surgery. Usually, the outcome for the photo refractive keratectomy (prk) and lasek surgeries, it is better to check it at least one month after the surgery. To make a better evaluation of the situation, the pre and post operative topographies, manifest refraction of minimum of 30 days post-operative and also the visual acuity are needed. No technical root cause was identified. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a case of overcorrection post lasek in a patient's left eye. Target was set for -1.50 sphere and patient was corrected for +1.50 sphere. There are three related reports for this facility. This file represents patient number three's left eye.